Event description:
It was reported that the image on the 9600emi is too dark on the right outer edge, when performing qa testing. Facility can adjust manually to compensate. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the image intensifier. Replaced the image intensifier assembly and calibrated. The system was tested and found to be working as intended and placed back into service.